Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 250 mg/dl, and the meter bg reading was 140 mg/dl. A root cause could not be determined. Due to the inaccurate readings, customer did not realized bg was lowering(value not known) and a correction was not performed. Customer experienced "scrambled thoughts/view" and food was consumed to address bg. At the time of the report, bg had elevated closer to target level. A replacement sensor was sent to the customer.